Event description:
Caller reported that the pump's screen displayed a blue-grey color, rendering it impossible to view or interact with its buttons. Customer could hear noises when touching the screen, but visual interaction was impaired. There was no adverse impact to the customer's blood glucose level. Customer planned to use an alternate form of insulin delivery, known as multiple daily injections (mdi), until the issue was resolved. Technical support confirmed the pump was under warranty and organized a replacement, guiding the customer on how to prepare the device for return. The problematic pump was to be sent back using a pre-paid label, acknowledged by the customer.